Manufacturer narrative:
(B)(4). Date sent: 1/4/2017. Batch #unk.

Event description:
It was reported that during a laparoscopic liver procedure, the device pad came off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.